Event description:
It was reported that the pt received metasul bearing on (B)(6) 2009. Due to pain and elevated level of chrome in the blood, revision surgery was performed on (B)(6) 2012.

Manufacturer narrative:
The device was returned to the manufacturer for review. The lot number was not provided for the device, therefore device history could not be performed. Should additional info and investigation become available that will change the assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this point in time and zimmer (B)(4) considers this case as closed. (B)(4).